Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of sensing, loss of capture, high impedance, and noise. The noise was able to be reproduced with isometrics. No intervention was reported. The patient would continue to be monitored.